Event description:
IV chemo (cisplat) was being prepared for administration to the patient. After circle priming, it was noted there was a leak in the line at the point where the carefusion IV tubing connected to the bd phaseal injector connection. It looked as though there may have been a crack in the IV luer lok, although this as the cause is still uncertain. The amount of leakage was enough to warrant a chemo spill and was cleaned up as per policy. The patient was fine, with only a few drops of medication spilling onto her hands which were immediately washed. Per md order, new dose of cisplat was given next morning. Faulty IV set and phaseal were put in chemo waste bag and sequestered for further inspection if needed. No apparent break/fracture in any of the devices prior to use. All packaging was intact prior to use. No difficulty attaching luer lok.====================== manufacturer response for injector luer lock connector, phaseal (per site reporter).====================== bd is investigating. We reported to them 3 other similar incidents that occurred recently. Carefusion IV tubing set that was connected is alaris# 2126-0500.